Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product analysis indicates that the allegation was not confirmed. Based on analysis of the returned product which no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the communicator was rebooting light sequence and then sparks. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported. The product investigation indicates that the allegation was not confirmed. Based on analysis of the returned product which no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the communicator was rebooting light sequence and then sparks. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.